Event description:
It was reported that during a glenoid labrum repair surgery, the anchor broke. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 2.3 osteoraptor inserter and one 18 inch piece of ultrabraid suture were returned for evaluation. Anchor was not returned. Visual assessment of the inserter showed no abnormalities. The suture has been wrapped around the inserter shaft, removal of the suture showed no abnormalities. With limited clinical details provided and lack of anchor no root cause can be determined.